Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was not working. After diagnosis on site, the field service engineer concluded that the mains inlet was defective and the drainage valve was malfunctioning. The compressor was handed over to the customer in good working order after passed tests. Defective parts were sent to the india delhi warehouse, but not further for investigation. A damaged mains inlet may cause the compressor to stop. A defective drainage valve will not effect pressure from the compressor, but may contaminate the connected ventilator. If the compressor stops working, a connected ventilator will alarm for low air supply pressure and high o2 concentration. The conclusion is that the mains inlet and drainage valve were replaced which solved the problem. As no part was returned for investigation, the root cause could not be determined. Note. The compressor was manufactured in 2004 which is added here.

Event description:
Manufacturer ref.#: (B)(4).